Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, the failure mode effects analysis and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist or odor/smell failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. Trending analysis for odor / smells associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to odor / smells issues is considered none/negligible. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. The shuma (system hazard use misuse analysis) was reviewed for haze / oil mist and the adjusted risk was considered "as low as reasonably practicable" (alarp). The oil mist filter and the catalytic converter were returned for investigation of the report of unit emitting an oil haze. The technician confirmed the report, the unit failed the oil mist test. Smoke came out from the bottom, at the base. The catalytic converter was returned and tested. The unit passed the test cycle. The reason for return could not be confirmed.

Event description:
The customer reported that their sterrad 100nx was emitting an odor only while a cycle was running. There were three healthcare workers (hcws) who experienced headaches that lasted a day due to the oil mist. The hcws did not seek medical attention and are now doing fine. An asp field service engineer (fse) was dispatched to assess the unit. This is the one of three complaints.

Manufacturer narrative:
An asp fse assessed the unit onsite on the same day the odor was noticed. He replaced the oil mist filter, catyltic converter, and the oil in the unit. He tested the unit and it was operating within manufacture specifications. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00270, 2084725-2010-00271 and 2084725-2010-00272.